Event description:
Physio-control was performing an eval of a device returned on recall #z-0149-2009 at the failure analysis center. It was found that the device would not power on. There was no pt involvement with event.

Manufacturer narrative:
Physio-control evaluated the device and observed excessive current leakage from the internal batteries in the device's powered-off state. Physio further revaluated the device's analog pcb assembly and determined the root cause for the failure to be an electrically leaky capacitor, designator c177.